Manufacturer narrative:
Insulin pump had partial display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was fluid under the lcd screen. Customer's blood glucose level was 284 mg/dl at the time of incident. Customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The insulin pump will be returned for analysis.